Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the abduction guide was not tightening down to cup insertion handle.

Manufacturer narrative:
An event regarding the antenna assembly not tightening down to the cup insertion handle was reported. The event was not confirmed. Method & results: device evaluation and results: visual and functional analysis could not confirm the reported event. The returned device was functionally acceptable. Medical records received and evaluation: not performed because no patient information was provided. Additionally, it is believed that patient factors did not contribute to this event. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. Conclusions: the investigation concluded that the returned device was functionally acceptable. When fully tightened, the antenna assembly was solid and held the impactor/positioner. It is likely the antenna assembly knob was not fully tightened, which could have contributed to it not tightening on the cup insertion handle. The event would be user related in this case.

Event description:
It was reported that the abduction guide was not tightening down to cup insertion handle.